Manufacturer narrative:
Based on additional information received, the previously reported evaluation code-conclusion code of no longer applies to the event.

Event description:
Additional information received from the patient reported that, today, the noticed that their entire body was swollen and did not know why. The patient was asked to lower the stimulation but didn¿t. It was noted that the patient was at their primary care physician (pcp) where some blood and urine samples were taken for testing but they were not sure why the patient¿s body was swelling. The patient was encouraged to speak to their managingphysician regarding the issue. Additional information received from the patient on (B)(6) 2017 reported that their body was still swollen and that they experienced pain. The patient was again encouraged to speak to their physician.

Event description:
The trial patient stated that she did not feel she was urinating enough, almost as if she was not emptying bladder fully. Patient stated that had not had that prior to device. Patient increase stim from 0, 6 to 1.3 attempting to see if it'll help, and patient was advised to allow 24 hours on 1.3 and if no improvement, representative will then change patient's therapy side in an attempt to have retention reduced. Patient is speaking with primary health physician (pcp) tomorrow, and was advised to contact doctor to notify of possible retention concerns. There was no surgical intervention planned or occurred. The event reported was not resolve at the time of this report. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.